Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, the refrigerator was not open. The customer stated that this malfunction took place when the user tried to dispense medication to the patient and caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the dialysis main and refrigerator were not detected on the bus. A field service engineer resolved the issue by performing a power cycle procedure. The system functioned as intended after the field service engineer repaired the device.